Event description:
It is reported the device was implanted in 1999. At a regularly scheduled follow-up visit in 2005, the surgeon noted on x-rays osteolytic lesions or cysts had formed around the threads and tip of screws used to affix the plate. The plate itself was not loose. The device was revised the following year.

Manufacturer narrative:
Evaluation summary - etching on inferior surface is gone. A definitive cause cannot be determined. Evaluation - device exhibits wear and minor discoloration to articulating surfaces. Device also exhibits gouging deformaton at approx medial aspect of anterior surface. Device history records are intact, conforming and indicate manufacturer to specification. No pre-op or post-op x-rays were returned for evaluation.